Event description:
It was reported that during an implant attempt of the right ventricular (rv) lead multiple sites were attempted due to poor sensing. Once a suitable location was found, the initial impedance was 867 ohms, and rose steadily up to 1600 ohms. The physician elected to implant a different rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).